Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 7/31/15 with the following findings: pump was returned with a dim display and a red hue. Unrelated to the complaint, the battery compartment is cracked alongside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.